Event description:
During ptca physician unable to pass stent in left main. Stent balloon removed and gemini balloon put in. Balloon burst. Upon removal balloon was not attached to catheter. New guidewire and balloon inserted. Two stents deployed. Pt stable.